Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that after delivering two shocks to a 60+ year old patient, these stat-padz remained on the patient for approximately 24 hours. The complainant alleged that there was no pacing required and when the pads were removed there was an abrasion observed on their skin that required treatment. The customer has indicated that the event electrode pads were discarded and they are not available for evaluation.

Manufacturer narrative:
The customer was not able to provide any visual representation of the report or documentation to support the reported malfunction. The event electrodes were not available for evaluation. The customer had returned retained samples of electrodes. A thorough evaluation of the electrodes found no abnormalities which could have led to the reported malfunction. However, without the event electrodes, root cause analysis was unable to be confirmed. Zoll representatives visited this facility on december 17, 2015 in attempt to obtain additional information to assist in the investigation. After interviewing hospital staff and clinicians, zoll medical made several recommendations. The customer was advised to always apply electrodes to flat areas on the skin and avoid placement of the pads on folds of the skin per instruction for use guide. It was discovered, after interviewing the nursing staff, the electrodes were routinely positioned on the patients left side below the breast. This area of the body is not recommended as the skin is thinner, more sensitive and known to have a greater potential for folds in the skin. When a hospital representative was interviewed, he did indicate that "all" skin damage occurrences have been from pads that were placed on the patient's side and not from the pad on the patient's back.